Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia (am) device, used with an amia automated pd cycler set, had a low priority 30166 (max air exceeded) alarm. The patient was connected during the time of the event. This occurred during dwell two of four of the device for peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was leak from an unknown location. The patient noticed air bubbles in the supply line with the white clamp and that there was fluid on the floor. Renal therapy service (rts) assisted the patient with ending therapy. Proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and there were no issues with the amia cassette. The reported condition was noted verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.